Manufacturer narrative:
(B)(4). Add'l data/failure investigation: field service technician investigation discovered physical item obstruction causing drawer failure.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm.